Manufacturer narrative:
(B)(4) was added to the pt codes for the cardiac event since there is no code available that best describes an unspecified cardiac event. This is one of two reports related to this event. Additional info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac event subsequently expired, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.